Manufacturer narrative:
The service evaluation identified the image disappears due to a defective cable unit. The cable unit has a break/short circuit. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer high-definition camera head was returned to olympus repair for a damaged video connector cable. The customer problem was found during an unspecified event. Upon inspection and testing, the customer¿s reported problem was confirmed as it was identified the image disappears due to a defective cable unit. The cable unit has a break/short circuit. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty cable could not be determined. The instructions for use identifies the following, which could help prevent the phenomenon: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.